Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked batter tube threads, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the buttons were sticking. Customer didn't recall her blood glucose level when the event occurred. However, she did say that earlier her blood glucose was low, 54 mg/dl. She didn't recall any significant event which may have caused keypad issues or the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.